Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure the trailing haptic of the iol was found to be broken while the iol was pushed out from the cartridge for implantation. However, the doctor was unaware of the defect at that time. Subsequently, the doctor noted a rupture when moving the implanted iol in the patient's eye and thus, a vitrectomy was performed. The surgery was completed by replacing with a different iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. No determination could be made for the reported posterior capsule rupture/tear, procedure-vitrectomy-unspecified or removal during initial procedure. However, regarding the reported broken haptic, based on our observation, can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).